Manufacturer narrative:
The edwards european affiliate has confirmed that the event description information was correctly reported. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion cannot be confirmed. Patient factors (gender, age, small body weight), in addition to the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the site, the event was reported in error. Information received indicates a pericardial effusion did not occur. The site has requested the report be withdrawn. Edwards lifesciences has investigated the reported event. It has been determined that this event does not meet the criteria of a complaint or a reportable event.

Manufacturer narrative:
(B)(4): inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the pericardial effusion cannot be confirmed. Patient factors (gender, age, small body weight), in addition to the procedure itself, may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards european source 3 registry, during the implant of a 23mm sapien 3 (s3) valve via the transfemoral approach, the patient developed a compressive pericardial effusion which quickly worsened. Surgical pericardiocentesis was performed and 300ml of blood was evacuated, resulting in immediate hemodynamic improvement, no further treatment was required. The patient was discharged to a rehabilitation unit post operative day (pod) 10. The native annular diameter measured 19.5mm by CT. Information regarding the degree of annular, native leaflet and aortic root calcification was not provided.